Event description:
Customer reported patient blood glucose results of 57 mg/dl and 103 mg/dl within 10 minutes on the inform system. Customer reported no treatment based on these results. No serious adverse event was reported in relation to the alleged malfunction. A request was made for the return of the system, replacement was sent.